Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a moderately scarred common femoral artery was attempted using a starclose se. Reportedly, difficulty was encountered during plunger deployment and the plunger appeared to be loose. An attempt was made to remove the device with the safety release but was unsuccessful. The device was removed by applying counter-traction with an assertive pull from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the starclose se. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loose plunger was not confirmed as analysis of the device found the plunger to be undamaged, which functioned normally. The reported unsuccessful use of the safety release was not confirmed as analysis of the device found the plunger in the proximal position with the locator wings collapsed indicating normal function. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.